Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device under infused. The device was programmed to infuse 1000ml at 500ml/hr however took longer than two (2) hours. Infusion was completed on a different device. There was patient involvement, but no harm. Although requested, further information was not provided by the customer.

Event description:
It was reported the device under infused. The device was programmed to infuse 1000ml at 500ml/hr however took longer than two (2) hours. Infusion was completed on a different device. There was patient involvement, but no harm. Although requested, further information was not provided by the customer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion could not be confirmed through a review of the logs alone. ¿ the review of the suspect pump module and concomitant point of care unit (pcu) error logs showed no errors or malfunctions on the incident date that would result in the reported event. ¿ the logs identified that on (B)(6) 2024 at 12:24 pm the user programmed an infusion with the following parameters: rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. Primary volume infused (pvi) was recorded as 0.0 ml. ¿ at 2:24 pm infusion completed and the keep vein open (kvo) started. With a vtbi of 0.0 ml, pvi was recorded as 1000.2 ml. ¿ primary volume infused registered corresponds to what was programmed. ¿ then at 2:28 pm vtbi updates to 100 ml and 13 seconds later (at 2:28:20 pm) vtbi was updated to 1000 ml. ¿ between 2:28 pm and 2:29 pm the pump alarmed ¿patient-side occluded two (2) times and restarted infusion, after this the pump alarmed ¿door opened¿ (9 seconds), then the door was closed, and the infusion was restarted. Pvi was recorded as 1005.35 ml. ¿ at 2:29 pm the pump alarmed ¿patient-side occluded¿ and then the infusion was started. With a vtbi of 105.45 ml. ¿ at 2:31:18 pm 5 the user selected the unit and programmed an infusion with the following parameters: rate: 999 ml/hr, vtbi: 1200 ml and a pvi: 1009.38 ml. ¿ at 3:39 pm the pump alarmed ¿air in line¿ (5 seconds) and then the pump was channeled off. Pvi was recorded as 2146.83 ml. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ inspection and laboratory testing could not be performed, the incident device or the primary administration set were not received for this investigation. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported under infusion was unable to be determined based on the log review alone, and no device and administration set were returned for investigation. Based on the review of the device logs, the programmed infusion completed on schedule.